Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 8 months, 18 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a recurrent nose bleeds since implant which required ent (ear, nose, throat) intervention. The patient had a deviated septum and is followed by ent. Septum was repaired early in (B)(6) of 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported nose bleeding could not be conclusively determined through this evaluation. Bleeding is listed as an adverse event in the hm3 IFU that may be associated with the use of the hm3 lvas. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.